Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that angina and in-stent restenosis occurred. In (B)(6) 2013, the patient presented multiple issues with recurrent chest discomfort and severe diffuse coronary artery disease. Subsequently, coronary angiography and index procedure were performed. The target lesion was a culprit lesion for st segment elevation myocardial infarction (stemi) located in the mid right coronary artery (rca) with 70% stenosis and was 5mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of 2.75x28mm promus element¿ plus drug-eluting stent (des) with 0% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, tha patient developed significant midsternal chest pressure and presented to the emergency room with acute distress with ongoing chest discomfort. The patient was referred for cardiac catheterization due to unstable angina with significant st depression. Coronary angiography revealed mid rca with 95% eccentric, diffuse thrombotic stenosis in proximal portion which appear to be at the very proximal edge of the previously placed stent, mid 75%-85% in-stent restenosis (isr) of study stent, 50%-70% diffuse stenosis of the distal portion; severe stenosis of right-posterior descending artery and right ventricular branch. On the same day, 80% stenosis in proximal rca to mid rca was treated with balloon angioplasty and placement of 3.0x30mm non-bsc des with the proximal edge of the stent just distal to the origin of the sinoatrial (sa) nodal branch and the distal edge of the stent was in the mid portion of the previously placed study stent, but remained within the previously placed study stent. Post procedural stenosis was 0%. On the same day, the patient's creatinine level was 3.3 mg/dl (uln: 1.3 mg/dl) noted to be elevated and reported an event of acute on chronic renal failure. The patient was treated with medication and underwent blood transfusion in response to unstable angina and acute on chronic renal failure. The patient underwent hemodialysis and placement of trialysis cath in neck in response to acute on chronic renal failure. In (B)(6) 2016, unstable angina and acute on chronic renal failure were considered resolved and the patient was discharged on aspirin and clopidogrel.